Manufacturer narrative:
(B)(4). Additional manufacturer narrative: multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the procedure is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic mitral valve, implanted approximately for 11 months, was explanted due to unknown reasons. The explanted device was replaced with another edwards bioprosthetic valve. The patient's post-operative status noted as in recovery.

Event description:
It was reported via the implant patient registry that a 25mm bioprosthetic mitral valve, implanted approximately for 11 months, was explanted due to enterococcus fecalis bacteremia and endocarditis. Significant valvular vegetations and debris were noted along all three cusps of the prosthetic mitral valve. The explanted device was replaced with a 7300tfx 27mm bioprosthetic valve. The patient left the operating room to the ICU in stable condition having tolerated the procedure well. The patient was discharged on pod #10.

Manufacturer narrative:
There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.